Event description:
It was reported that a cartridge alarm, a cartridge change error and an occlusion alarm occurred during the load sequence. A supply change was performed resolving the issues. Customer¿s blood glucose level was 118-360 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.